Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes, low within range pacing impedance, and high capture thresholds. It was noted that the device was reprogrammed to the max capture output and the patient felt diaphragmatic stimulation in clinic. Technical services (ts) recommended a chest x-ray and advised potential following actions that may be needed. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.